Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient¿s husband cannot get telemetry with the ins. The patient is still receiving stimulation and their symptoms are being controlled. The patient had an unrelated surgery on (B)(6) 2017 and ever since they have not been able to communicate with the device. The patients device has been checked by a patient programmer, clinician programmer and a recharger. There was no cautery used during the procedure, but stimulation was left on. It was reported that the ins is at 2.9v and has been going down by about .1v per month. The patient is meeting with a healthcare provider and a manufacturing representative on (B)(6) 2017 in order to due a physician mode reset of the ins in order to reset it, correct the integrated circuit issue, and restore telemetry between the devices per the recommendation of an engineering representative. The patient¿s ins will not turn off and the patient will not lose therapy in the process. There were no symptoms reported. No complications or further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from manufacturing representative. It was reported that since previous contact on (B)(6) the nurse believed the patient was getting worse, and they suspected that therapy was not working. The clinic was talking about replacing the patients ins, or if they should wait to try the physician mode reset. The manufacturing representative met with the patient and performed the physician mode reset. It was reported to be successful and the patient programmer and clinician programmer were able to communicate with the patient¿s ins. It was reported that the issue was resolved.